Event description:
On the toothbrush handle there is a 1" tall soft plastic snoopy figure that broke off. It is a chocking hazard for little children. The package says, "the toothbrush is not a toy! Please use it under parental guidance. Do not let kids chew or pull apart rubber..." This is a cop out. "Parents should be able to send their child to brush their teeth w/o parental supervision because the toothbrush is dangerous." Thank you for all the wonderful work you folks do. (Don't laugh about my using a child sized toothbrush. I still have my wisdom teeth and I can't get them clean when the toothbrush is too large.) The product was not modified before the incident. (B)(4).